Event description:
The patient could not hear via the implant. The hearing thresholds are unstable. Therefore, a re-implantation with a cochlear implant is planned.

Manufacturer narrative:
Conclusion: device investigation revealed damage to the conductive link, likely caused by minute device mobility. The problems described in the patient report appear to match the damage found. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The patient could not hear via the implant. The hearing thresholds are unstable. Therefore, a re-implantation with a cochlear implant is planned. Additional information received stated that the patient was re-implanted with a vorp as the patient is still in vibrant soundbridge indication criteria.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to be manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.